Event description:
It was reported that the device was explanted in 2008, after an implant duration of 11 days. The reason for the explant is unknown. It is unk if the explant was attributed to the device, as no other details were provided.

Manufacturer narrative:
Device not returned.